Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager found the secondary energy was too high, confirming the reported complaint. He calibrated the energy table, realigned the optical path and verified the system to specs. A review of the complaint database for the prior three months revealed no other complaint of this type was reported for this sys. Conclusion: based on the results of the investigation the root cause was determined to be the secondary energy was too high. (B) (4). (B) (4).

Event description:
Adverse event: surgical intervention. Malfunction: secondary energy too high, laser would not perform. A surgeon reports a pt's flaps had been cut in preparation for refractive surgery, however, the laser gave a message that the secondary energy was too high and the laser would not perform. Surgery had to be completed at a later date. The surgeon did state the pt was not harmed or injured by this event.